Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had issues with two sensors the night before. The first sensor was hurting and when they removed the sensor, the probe was shorter than normal. The second sensor caused the customer to bleed out. Customer's blood glucose level was 7.0 mmol/l. The device was not returned.